Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of a bd syringe luer-lok¿ 10 ml had poor perforation and is is leaving paper shards while opening. The following information was provided by the initial reporter: it was reported that the packaging is tearing into syringes.

Manufacturer narrative:
H.6. Investigation: one loose and two 10ml luer-lok syringes (p/n 302995) in torn blister packages from batch 1296024 were received and evaluated. The packages had missing perforation halfway up the package causing tearing into the neighboring package. The observed condition was non-conforming per product specification. Potential root cause for the uncut package defect is associated with the packaging process. It is likely this defect occurred at the slitter & anvil area of the machine due to a dull blade or inadequate air pressure. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the packaging of a bd syringe luer-lok¿ 10 ml had poor perforation and is is leaving paper shards while opening. The following information was provided by the initial reporter: it was reported that the packaging is tearing into syringes.